Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they observed a fluid leak. Fluid was discovered during treatment complete step 10 when powering down and cleaning the cycler. The patient was not connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. The patient stated fluid leaked from the side and bottom under the cassette door. The patient was able to complete treatment on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient completed treatment on the cycler on the day of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they observed a fluid leak. Fluid was discovered during treatment complete step 10 when powering down and cleaning the cycler. The patient was not connected during the incident. Fluid was not found in the pump module area nor on the external portion of the cassette. The patient stated fluid leaked from the side and bottom under the cassette door. The patient was able to complete treatment on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient completed treatment on the cycler on the day of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.